Manufacturer narrative:
There were axial stress cracks at blade hub; this is indicative of blade that has experienced excessive lateral load causing blade assembly to bend & grind the inner and outer blades together; material galled from blade was then ejected onto tissue. (B) (4).

Event description:
Whilst using blade to rearcy tissue in arthroscopy, the surgeon noticed black oily substance come out of the blade. Removed debris - black oily substance from knee. They swapped blade & saw no more.